Manufacturer narrative:
The fiber was returned broken into two pieces. The first piece measured approximately 37.0 cm from the top of the connector to the break. The second measured approximately 237.0 cm from the break and this piece was kinked. The remainder of the fiber including the distal tip which was approximately 35.0 cm was missing and not returned. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-02901 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 laser fiber were used during a cysteroscopy, ureteroscopy, and laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser settings was 1.0 joules and 10 hertz. According to the complainant, during the procedure and outside the patient, the fiber broke while advancing it into the scope. A second flexiva 200 laser fiber was used and the fiber broke into two pieces when it was opened from the package. The procedure was completed with a third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's weight is (B)(6) kg. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-02901 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 laser fiber were used during a cysteroscopy, ureteroscopy, and laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser settings was 1.0 joules and 10 hertz. According to the complainant, during the procedure and outside the patient, the fiber broke while advancing it into the scope. A second flexiva 200 laser fiber was used and the fiber broke into two pieces when it was opened from the package. The procedure was completed with a third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.